Manufacturer narrative:
The company rep examined the system, found the issue to be with the regulator relief valve on the low pressure aire source (lpas) module, and replaced the relief valve. Preventive maintenance was performed. The system was then tested and met all product specifications. A root cause has not been determined. (B)(4).

Event description:
A customer reported the air pressure button went gray and a system message was displayed prior to surgery beginning. The system was rebooted and the air filter and air line were changed, but the system still would not function. The surgery was canceled after the pt had rec'd anesthesia. Add'l info has been requested.